Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative confirmed the original aware date of the event to be (B)(6) 2016. They noted that the patient had lost weight, as previously reported, and had sensitivity at the pocket site, due to fall, too. The ins was moved to the opposite side of the body.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported a patient lost weight and the implantable neurostimulator (ins) moved. The patient noticed that the device became uncomfortable because it wasn't snug in the pocket any longer. On the day of the report, they were going to move the ins to the other side. The rep also asked about using a passer to tunnel the lead. The passer was reviewed with the rep. The patient is scheduled for a revision on (B)(6) 2016. The ins was indicated for fecal incontinence/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.